Event description:
It was reported that the customer had an unspecified cartridge issue. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.